Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during post-surgery, it was discovered that the craniotome device had a broken foot plate and the burr device could not be removed from the device. According to the reporter, the devices were discovered by the sterile processing department upon sterilization, inspection and testing. There were no delays in a surgical procedure as a spare craniotome device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a broken tip. Therefore, the reported condition was confirmed. It was further determined that the fractured foot end and the stuck cutter was from frozen ball bearings due to excessive force. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.